Event description:
A journal article was reviewed that contained information regarding this implantable cardiac defibrillator. The article described the following failure: the device exhibited proarrhythmic potential when it was programmed in the managed ventricular pacing mode causing a ventricular tachycardia electrical storm. The article states that the pacing mode actively participated in generating the cycle that led to the ventricular proarrhythmic event. The device was reprogrammed and all other forms of therapy were withheld including medications. The device appears to remain in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature, and no user facility follow-up is possible without product identification. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns without a lot number or device serial number, the manufacturing date cannot be determined. Without a serial number at this time there is not a way to know if this information has been reported on another medwatch report. Mansour f, khairy p. Electrical storm due to managed ventricular pacing. Heart rhythm. May 1 2012; 9(5):842-843.